Event description:
It was reported that pump battery did not charge and pump eventually shut down and would not power back on despite use of multiple cables, wall adapters, and confirmed working outlets. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with cable and wall adapter, instructed customer to allow battery to fully deplete before return, to send pump back within 10 days using provided materials, and to re-enter pump settings and reconnect continuous glucose monitor on replacement device.